Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing, stress testing, defib cycling, and shock testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.